Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The error occurred with multiple strips. The customer's expected fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated he was cramping and believed it was because his blood sugar was high. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 83 mg/dl using truemetrix meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/21/2018 and open vial date at time of call was one week. The meter memory was not reviewed for previous test result history.